Event description:
Facility returned the device for evaluation. After receipt of sample, the engineer reported that the device exhibits a ruptured footed bladder.

Manufacturer narrative:
Evaluation summary: one used unit was received containing no solution. Upon receipt, a ruptured footed-bladder was observed. The unit was disassembled for microscopic examination of the ruptured footed-bladder. The external/internal surfaces of the bladder and rupture lines were thoroughly examined for evidence of glue, abrasions, voids, embedded particulate matter, and unevenly mixed rubber on or near the rupture lines. Furthermore, the stress member was inspected for signs of external damage or rough surfaces. However, the root cause of the ruptured footed-bladder could not be determined at this time. Similar incidents have been received for the intermate product family. The number of incidents reported are above the expected level of occurrence for this product. This issue is being investigated, opened on august 5, 2005 and is in the investigation stage.